Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2023-07494. During the lead revision procedure, the battery was placed in surgery mode. The battery was hit by the bovie rending the ipg inoperable and ipg had to be replaced. Stimulation therapy was reportedly restored postoperatively.